Manufacturer narrative:
B3 corrected from (B)(6) 2019 to (B)(6) 2019 in initial MDR. B5 - corrected to: the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of -13.50 d in the patient's right eye (od) on (B)(6) 2019. The surgeon reported same day loss of bcva; pupil block with an unspecified elevated iop; unreactive (fixed) pupil and iris atrophy. Anterior chamber irrigation/ evacuation of visco fluids and a lens repositioning were performed. It was reported that the "rotation of the lens" did not resolve the problem and currently the patient has pupil block and unreactive (fixed) pupil. The lens was explanted on (B)(6) 2019. Post-explant ucva and bcva were reported to be 20/18 with and iop of 12mm hg and "midrasis" was noted. H6 - health effects clinical code 4581: iris atrophy, unreactive pupil. H6 - health effects impact code 4627. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -10.50 diopter, implantable collamer lens, into the patient's right eye (od) on (B)(6) 2019. Loss of bcva (pre-op bcva = 20/20 post-op bcva = 20/17-18) and pupil block with elevated iop was observed. Lens was repositioned and anterior chamber irrigation/ evacuation of visco/ fluids did not resolve the problem. Reportedly, patients last visit on (B)(6) 2019 midriasis (dilated pupils) was observed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.